Event description:
The customer obtained a non-reproducible, higher than expected troponin I result from two patient samples using a vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. Patient 1, sample 1: vitros troponin I es result of 2.08 ng/ml vs re-test results of <0.012 ng/ml; patient 2, sample 1: vitros troponin I es result of 0.513 ng/ml vs re-test results 0.017 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The higher than expected results were not reported to a clinician. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that nonreproducible, higher than expected vitros tropi es results were obtained from two patient samples on a vitros 5600 integrated system. The definitive root cause for the event could not be determined. The possibility that inappropriate pre-analytical sample preparation contributed to the event could not be ruled out as the customer was not conforming to the sample collection device manufacturer¿s guidelines for sample. The investigation did not find evidence to indicate that either the customer¿s vitros reagents or analyzer had malfunctioned